Event description:
The customer alleged the audible alarm did not function (intermittently). The nellcoe puritan-bennett customer support engineer inspected the device and replaced the audible (constant) alarm assembly and the front panel "pcb". The unit passed extended self testing. It is not verified that alarm intermittently stopped working, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.